Manufacturer narrative:
The aspiration and dispense check valve malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The customer from (B)(6) reported staining alteration. The customer stopped using the instrument when the problem was identified. The field service engineer serviced the instrument with replacement of the aspiration and dispense check valve to solve the issue. All the tests were successfully performed per service manual and checklist. The instrument is fully operational, within specifications and available for the user. There was no harm or fear of false results identified.